Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited a significant increase in the pacing impedance measurements, with many that were out-of-range at greater than 2,000 ohms. It was noted the rv pacing thresholds had not been measured consistently, with the most recent measurement being 3v.a review of the stored atrial tachy response (atr) episodes found intermittent loss of capture, and the rv pacing outputs were reprogrammed to 5v. Technical services recommended troubleshooting, to see if noise could be provoked. The lead remains implanted and in service. No adverse patient effects were reported. The physician was considering a lead revision. The field representative confirmed that the lead was surgically abandoned and replaced about three weeks later. No additional adverse patient effects were reported.